Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a torn charge-pak and on/off button switch flex cable assembly. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control distributor that the customer's device had both a charge pak and attention icon present on the display. Upon receiving the device, they observed that the unit no longer powered on. There was no patient use associated with the reported event.